Event description:
The reporter indicated difficulty observed inserting the stylet to the lead tip. When viewed via fluroscopy the last two inches were not allowing the stylet to pass. Exchanged the stiff stylet for the limber and it passed easily to the tip of the lead.